Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system:steerable guide catheter, 1 mitraclip implanted (40520u2/14). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by difficulties with visualization, or morphology of the mitral valve such as tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, it is likely that a combination of the thin posterior leaflet and difficult visualization, in addition to the slightly ruptured leaflet, resulted in the reported slda. Based on the information reviewed, the slda appears to be related to patient/procedural conditions and not a product quality deficiency. The patient effects of mr (worsening) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to this lot that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no other incidents reported for single leaflet device attachment from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is being filed because the deployed clip (40519u2/19) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which resulted in tissue damage of the mitral valve leaflet, and required surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The posterior medial leaflet appeared to be thin. One clip was implanted and the mr was reduced to 3. The second clip delivery system (cds) (40519u2/19) was advanced to the mitral valve. After grasping the mitral valve leaflets, the mr was reduced to 1-2 and the clip was deployed. Directly after deployment, echocardiogram showed that the second clip detached from the posterior leaflet, remaining attached on the anterior leaflet (single leaflet device attachment/slda). The mr grade returned to 4 and the posterior leaflet was slightly ruptured. The cds and guide were removed. It was noted that visualization was not easy due to the slightly turned heart axis. The implanted clips were surgically removed and the patient received an artificial valve. The patient was clinically stable, with a good final outcome. No additional information was provided.